Event description:
The customer reported the system intermittently locks up and takes multiple attempted reboots before the system will function. No pt or injury reported.

Manufacturer narrative:
The ge service rep connect ac power line analyzer to facility power. Could not duplicate system lock-up issue. System operating as intended.